Event description:
A peripheral atherectomy procedure commenced to treat a severely calcified lesion in the patient''s superficial femoral artery (sfa). While attempting to calibrate the clinical catheter with the spectranetics cvx-300 excimer laser system, a power error was displayed from the system and could not be used, which required intervention to close the patient''s artery. Although alternative means were available to treat the patient, the physician felt laser treatment was the best option and chose to cancel the procedure, rescheduling for a later date. The cvx-300 was repaired, and the case was successfully completed on (B)(6) 2022 with no reported patient harm. This report captures the cvx-300 which malfunctioned after the procedure had begun, requiring intervention.

Manufacturer narrative:
Patient''s date of birth unk. Lot number, expiration date n/a for this system. The device was evaluated on-site by field service engineer. The system was exhibiting low max energy (low energy output, requiring the gas to be exchanged within the system). A gas exchange and anti-reflective (ar) windows replacement (routine service process) were performed. System calibration was performed and proper system operation was verified. After evaluation, investigation and repair were complete, low max energy (low energy output) was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.